Manufacturer narrative:
01-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Rotating head come off in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: 81-year-old male consumer via phone stated that the rotating oral-b toothbrush head came off the oral-b toothbrush in his mouth. No injury was reported. 01-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Rotating head come off in mouth - oral-b [device breakage] case narrative: 81-year-old male consumer via phone stated that the rotating oral-b toothbrush head came off the oral-b toothbrush in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.